Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of insufficient sealing. Based on the condition of the returned unit, it is likely that the reported event was due to the jaws being out of specification. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The event was initially reported based on the description of the event. However, based on the evaluation of the returned unit and further examination of the event description, applied medical determined that this event is not reportable as it is unlikely to lead to unanticipated death or unanticipated serious injury as the insufficient sealing was controlled through routine surgical procedure. Correction performed to section e2 to be yes.

Event description:
Procedure performed: laparoscopic gastric sleeve. Event description: [hospital name]. Description received from the field team member on february 24, 2026: "the surgeon reported that while using the device intraoperatively, it unexpectedly stopped sealing tissue/vessels even though he was pressing the activation button and there was a sound from the generator; however, no sealing or cutting effect was achieved." Description reported by sfda by email on february 25, 2026: "the device is designed to cauterize and cut at the same time; however, it neither cauterizes nor cuts." Additional feedback received from the field team via email on march 09, 2026: "kindly note that I received the item from the hospital today." Additional feedback received from the field team via email on march 11, 2026: "kindly note that I didn't receive any alarms." Intervention: used another competitor device. Patient status: no injury or illness.

Event description:
Procedure performed: laparoscopic gastric sleeve event description: [hospital name] description received from the field team member on (B)(6) 2026: "the surgeon reported that while using the device intraoperatively, it unexpectedly stopped sealing tissue/vessels even though he was pressing the activation button and there was a sound from the generator; however, no sealing or cutting effect was achieved." Description reported by sfda by email on february 25, 2026: "the device is designed to cauterize and cut at the same time; however, it neither cauterizes nor cuts." Intervention: used another competitor device. Patient status: no injury or illness.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.